Event description:
Caller reported an error occurred with the continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer carried out a pump reset guided by technical support and successfully started their sensor session, resolving the issue.